Event description:
As reported by medical affairs, the wife of a consumer called reporting that her husband was taken to the emergency room on (B)(6) 2012, for chest pain. Per the wife, the next day her husband had a "camera put through his throat to his chest and stomach" and died of a heart attack when camera was being withdrawn during the procedure. Consumer's wife reported that consumer had one cypher stent and two unspecified stents placed in the rca in 2006, due to his first heart attack. No additional information was available.

Manufacturer narrative:
The cypher devise was implanted in 2006, of an unknown month and unknown year. Complaint conclusion: as reported by medical affairs, the wife of a consumer called reporting that her husband was taken to the emergency room on (B)(6) 2012, for chest pain. Per the wife, the next day her husband had a "camera put through his throat to his chest and stomach" and died of a heart attack when camera was being withdrawn during the procedure. Consumer's wife reported that consumer had one cypher stent and two unspecified stents placed in the rca in 2006, due to his first heart attack. No additional information was available. The stents remain implanted thus unavailable for analysis. There was no sterile lot number information available thus no DHR could be performed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's medical status, vessel characteristics and procedural factors may have contributed to the event.